Manufacturer narrative:
Other, other text: returned device was received in worn physical condition. The pump was noisy, enclosure was cracked at water tank and drain fitting causing leaks, both covers were cracked and line cord was worn. The issue was able to be replicated. This issue was caused by the cracked enclosure at the water tank and drain fitting. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the device was leaking water from the reservoir. No patient injury or complications were reported in relation to this event.